Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain/ pain / severe pain') in a 32-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vacuum extractor delivery. Concurrent conditions included cholecystitis, pancreatitis, leukocytosis, hypokalemia, cholelithiasis, vomiting, cervical radiculopathy, lumbar radiculopathy, bell's palsy, hypertension, splinter, musculoskeletal pain and arm discomfort. Concomitant products included cannabis sativa (marijuana), cyclobenzaprine, gabapentin and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced paraesthesia ("neurological conditions or problems type: tingling"), carpal tunnel syndrome ("neurological conditions or problems type: severe pain- carpal tunnel"), neck pain ("neurological conditions or problems type: cervicalgia/neck pain"), myofascial pain syndrome ("neurological conditions or problems type: myofacial muscle pain") and intervertebral disc degeneration ("neurological conditions or problems type: cervical disc degeneration"), 6 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced feeling abnormal ("other injury(ies) or complication please describe: brain fog"), muscle spasms ("other injury(ies) or complication please describe: muscle spasm"), hypoaesthesia ("numbness/numbness in hands/thighs/feet/ numbness in face"), swelling face ("swelling in face"), lip swelling ("swelling in lips") and hypoaesthesia oral ("numbness in lips"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: type: severe bloating"), migraine ("migraine / migraines / headaches"), headache ("headaches"), nausea ("nausea"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), arthralgia ("joints pain/ hips pain"), pain in extremity ("legs pain/arms pain"), facial pain ("face pain") and foreign body reaction ("body reaction"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, abdominal distension, migraine, paraesthesia, nausea, hypoaesthesia, neck pain, arthralgia, pain in extremity, facial pain and hypoaesthesia oral had resolved, the headache was resolving and the dyspepsia, gastrointestinal disorder, feeling abnormal, muscle spasms, swelling face, lip swelling, carpal tunnel syndrome, myofascial pain syndrome, intervertebral disc degeneration and foreign body reaction outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspepsia, facial pain, fatigue, feeling abnormal, foreign body reaction, gastrointestinal disorder, headache, hypoaesthesia, hypoaesthesia oral, intervertebral disc degeneration, lip swelling, migraine, muscle spasms, myofascial pain syndrome, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain and swelling face to be related to essure. The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: 5-10% chance that coil placement could fail. Complication of perforation or extrusion. Risks of bleeding, infection, injury to abdominopelvic organs and longer exposure to anesthesia and it's complications. Date received: (B)(6) 2010. Approximately 1·2 coils were seen trailing from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The essure coils are well-positioned and occlude the fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6) 2010: cholelitbiasis, cholecystitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea, neck pain, arm numbness, back pain, carpel tunnel syndrome, facial numbness, tingling, muscle pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request: the event "numbness/numbness in hands/thighs/feet/ numbness in face/lips" was split to "numbness/numbness in hands/thighs/feet/ numbness in face" and "numbness in lips (hypoaesthesia oral)". No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain/ pain / severe pain') in a 32-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vacuum extractor delivery. Concurrent conditions included cholecystitis, pancreatitis, leukocytosis, hypokalemia, cholelithiasis, vomiting, cervical radiculopathy, lumbar radiculopathy, bell's palsy, hypertension, splinter, musculoskeletal pain and arm discomfort. Concomitant products included cannabis sativa (marijuana), cyclobenzaprine, gabapentin and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced paraesthesia ("neurological conditions or problems type: tingling"), carpal tunnel syndrome ("neurological conditions or problems type: severe pain- carpal tunnel"), neck pain ("neurological conditions or problems type: cervicalgia/neck pain"), myofascial pain syndrome ("neurological conditions or problems type: myofacial muscle pain") and intervertebral disc degeneration ("neurological conditions or problems type: cervical disc degeneration"), 6 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced feeling abnormal ("other injury(ies) or complication please describe: brain fog"), muscle spasms ("other injury(ies) or complication please describe: muscle spasm"), hypoaesthesia ("numbness/numbness in hands/thighs/feet/ numbness in face/lips"), swelling face ("swelling in face") and lip swelling ("swelling in lips"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: type: severe bloating"), migraine ("migraine / migraines / headaches"), headache ("headaches"), nausea ("nausea"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), arthralgia ("joints pain/ hips pain"), pain in extremity ("legs pain/arms pain"), facial pain ("face pain") and foreign body reaction ("body reaction"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, abdominal distension, migraine, paraesthesia, nausea, hypoaesthesia, neck pain, arthralgia, pain in extremity and facial pain had resolved, the headache was resolving and the dyspepsia, gastrointestinal disorder, feeling abnormal, muscle spasms, swelling face, lip swelling, carpal tunnel syndrome, myofascial pain syndrome, intervertebral disc degeneration and foreign body reaction outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspepsia, facial pain, fatigue, feeling abnormal, foreign body reaction, gastrointestinal disorder, headache, hypoaesthesia, intervertebral disc degeneration, lip swelling, migraine, muscle spasms, myofascial pain syndrome, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain and swelling face to be related to essure. The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Information received: 5-10% chance that coil placement could fail. Complication of perforation or extrusion. Risks of bleeding, infection, injury to abdominopelvic organs and longer exposure to anesthesia and it's complications. Date received: 12may2010. Approximately 1·2 coils were seen trailing from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The essure coils are well-positioned and occlude the fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6) 2010: cholelitbiasis, cholecystitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea, neck pain, arm numbness, back pain, carpel tunnel syndrome, facial numbness, tingling, muscle pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Lot number added. New events added: uterine perforation, myofacial muscle pain, cervicalgia, cervical disc degeneration, severe pain- carpal tunnel, swelling in lips, swelling in face, numbness in face/lips, muscle spasm, brain fog, bowel issues, heartburn, tingling, back pain, joints pain, face pain, legs pain, joints pain, body reaction. Outcome of back pain, joints pain, face pain, legs pain, numbness and tingling were updated to recovered/resolved. Lab data were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain/ pain / severe pain') in a 32-year-old female patient who had essure (batch no. 709955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vacuum extractor delivery. Concurrent conditions included cholecystitis, pancreatitis, leukocytosis, hypokalemia, cholelithiasis, vomiting, cervical radiculopathy, lumbar radiculopathy, bell's palsy, hypertension, splinter, musculoskeletal pain and arm discomfort. Concomitant products included cannabis sativa (marijuana), cyclobenzaprine, gabapentin and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced paraesthesia ("neurological conditions or problems type: tingling"), carpal tunnel syndrome ("neurological conditions or problems type: severe pain- carpal tunnel"), neck pain ("neurological conditions or problems type: cervicalgia/neck pain"), myofascial pain syndrome ("neurological conditions or problems type: myofacial muscle pain") and intervertebral disc degeneration ("neurological conditions or problems type: cervical disc degeneration"), 6 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced feeling abnormal ("other injury(ies) or complication please describe: brain fog"), muscle spasms ("other injury(ies) or complication please describe: muscle spasm"), hypoaesthesia ("numbness/numbness in hands/thighs/feet/ numbness in face/lips"), swelling face ("swelling in face") and lip swelling ("swelling in lips"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: type: severe bloating"), migraine ("migraine / migraines / headaches"), headache ("headaches"), nausea ("nausea"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: bowel issues"), arthralgia ("joints pain/ hips pain"), pain in extremity ("legs pain/arms pain"), facial pain ("face pain") and foreign body reaction ("body reaction"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, abdominal distension, migraine, paraesthesia, nausea, hypoaesthesia, neck pain, arthralgia, pain in extremity and facial pain had resolved, the headache was resolving and the dyspepsia, gastrointestinal disorder, feeling abnormal, muscle spasms, swelling face, lip swelling, carpal tunnel syndrome, myofascial pain syndrome, intervertebral disc degeneration and foreign body reaction outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspepsia, facial pain, fatigue, feeling abnormal, foreign body reaction, gastrointestinal disorder, headache, hypoaesthesia, intervertebral disc degeneration, lip swelling, migraine, muscle spasms, myofascial pain syndrome, nausea, neck pain, pain in extremity, paraesthesia, pelvic pain and swelling face to be related to essure. The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: 5-10% chance that coil placement could fail. Complication of perforation or extrusion. Risks of bleeding, infection, injury to abdominopelvic organs and longer exposure to anesthesia and it's complications. Date received: 12may2010. Approximately 1·2 coils were seen trailing from the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. The essure coils are well-positioned and occlude the fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6) 2010: cholelitbiasis, cholecystitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, nausea, neck pain, arm numbness, back pain, carpel tunnel syndrome, facial numbness, tingling, muscle pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("neuro condit/problem") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2018; hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, fatigue, gastrointestinal disorder, migraine, headache, nervous system disorder and nausea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, migraine, nausea, nervous system disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 08/30/2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿chronic pelvic pain¿. New events added: dysmenorrhea (cramping), abdominal pain, back pain, fatigue, gi conditions, migraine, headaches, neuro condit/problem and nausea added. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.